Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant, falsely depressed creatinine (cre2) results were obtained on the dimension vista 500 system. Siemens headquarters support center (hsc) has completed their evaluation of the incident and the information provided. No product nonconformance with the instrument or reagent was identified. The issue was resolved by replacing the cre2 flex reagent cartridge on the same instrument. The cause is unknown. The device is operating per specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed creatinine (cre2) results were obtained on patient samples on the dimension vista 500 system. The results were reported to the physician(s). The same samples were repeated on the same instrument or on an alternate vista instrument and higher results were obtained. Corrected results were issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (cre2) results.